Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the da pcba and reported there was no anomalies. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. Functional analysis was performed and determined the device pressure accuracy testing passed. The suspect da pcba operates on the v60 standard test bed (stb) without issue or error code. The suspect da pcba passes pressure accuracy testing noted in the service manual. In addition, tech verified o2 inlet pressure was within the expected range. The pil could not duplicate the failure from the service.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint, reporting the v60 ventilator o2 inlet displayed a value which was outside of the expected range. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) reported the device displayed a -16.28 value during a periodic maintenance evaluation. Per the v60/v60+ ventilator service manual, the o2 inlet reading is expected to be in the range of 45 and 50 psig (pounds per square gauge). Based on the recommended repair activities specified in the service manual, the pse determined the o2 pressure transducer was not reading correctly, and replaced the da (data acquisition) pcba (printed circuit board assembly). The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.